Manufacturer narrative:
(B)(4). Date sent: 7/6/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The instrument was received with the black coating of the blade damaged. In addition the device was returned with the tissue pad damaged, melted, and 100% present. The device was returned with no apparent damage, the blade tip was not broken off as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the tip of the instrument came off. There were no patient consequences.